Event description:
Philips received info from the customer reporting that the ups was warmer than normal. The philips field service engineer (fse) determined that the batteries had leaked acid. There was no burning smell, smoke or fire. There was no harm to a pt, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).